Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). A surgery was performed in which a new artificial urinary sphincter (aus) was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported the there was no more information available through the physician. No more information available at the moment. Should additional information become available, it will be provided.